Manufacturer narrative:
This product has not yet been repaired by an independent repair center for the non-alarming issue.  Should additional information become available, a supplemental record will be filed.

Event description:
Per update provided by dealer, the unit was initially sent into repair due to the power button not powering up the unit. When dealer received the unit back the alarms were not working, dealer was referred to (B)(4) for warranty repair.